Manufacturer narrative:
H6: code 213 - a review of the manufacturing paperwork verified this lot met all pre-release specifications.

Manufacturer narrative:
H10/11: as it was unable to be confirmed which gore® dryseal flex introducer sheath was involved in this event both manufacturing report numbers (3007284313-2019-00270/3007284313-2019-00271) were reported for the same event (only one occurrence).

Manufacturer narrative:
According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel dissection).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath with gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm and an iliac aneurysm. It was reported the sheath was inserted through the patient's right femoral artery. Reportedly, there was difficultly operating the guidewire. The sheath was unintentionally removed as a result. Bleeding was minor and no blood transfusion was reported. All stent grafts were deployed successfully. When the access vessel angiography was performed, a dissection in the right external iliac artery was observed. To treat the dissection, a stent (epic 12mm-6cm) was implanted to cover the dissection. The patient tolerated the procedure. The physician stated that the patient¿s vessel was tortuous. Therefore, access vessel dissection is within expectation.